Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. In the opinion of the physician, the use of this graftmaster did not cause or contribute to patient death in any way. The patient¿s health was declining (toward death) prior to graftmaster use. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the left anterior descending artery. Once the perforation was noticed the patient went into ventricular fibrillation twice and shocked back into an unstable rhythm. After an attempt to advance a 2.80x16mm rx graftmaster covered stent failed to cross due to anatomy and resistance with an unspecified guide wire. The patient went asystole and cardiopulmonary resuscitation (CPR) was performed; however, the patient expired. In the opinion of the physician, the use of this graftmaster did not cause or contribute to patient death in any way. The patients health was declining (toward death) prior to graftmaster use. No additional information was provided.